Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test during pre-use check. The ventilator was investigated by our field service engineer on site. It was mentioned that one of the pressure transducers printed circuit boards were required for testing purposes but it was not mentioned if they were replaced or even tested. The information provided is that during troubleshooting, the expiratory cassette was cleaned and reconnected. The ventilator was observed for 2 days and no failures occurred. The unit was handed over to the customer in good working condition. The most probable root cause to the reported issue was that there was dirt on the expiratory cassettes membrane. It is very important that the valve membrane and the membrane seat in the expiratory cassette are clean. If there is dirt particles on the valve membrane it may not seal the membrane seat correctly. Dirt particles can cause leakage in the expiratory cassette.

Event description:
Manufacturers ref: (B)(4).